Event description:
A dissection occurred during use of an endeavor sprint drug eluting stent in the lad and a second endeavor sprint drug eluting stent was used to treat it. Investigator assessed that the event was definitely related to the study device. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).